Event description:
It was reported that during a femoral bypass graft the balloon of the a4f03 embolectomy catheter broke in pt. Pt has severe vascular disease and has experienced leg pain since procedure. Surgery was performed two days following bypass graft to retrieve some of the fragments of the catheter balloon and clots. Pt went home on 05/09/00 and no further complications have been reported.